Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch cable to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following additional damages: the instrument's distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the distal pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. In addition, the distal end of the instrument's main tube had a scratch mark/abrasion with light material removal and a rough surface finish. The scratch was short in length and was not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken cable and additional finding of the scratch mark on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, a broken cable was identified on the pk dissecting forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.